Manufacturer narrative:
Device not returned.

Event description:
Reportedly, value on vig 2 = 19-20 l/min, using the same cable/catheter on a vgs monitor cco reading 3-4 l/min, bolus co reading 2.4-3.0 l/min.